Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to the system pcb assembly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle during initial power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle during initial power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device can no longer be repaired. The customer was offered a replacement device. The device was scrapped by the customer.